Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leak from the foley catheter balloon and when checked to see that the balloon was deflated, it was found to be damaged.

Event description:
It was reported that the sterile water leak from the foley catheter balloon and when checked to see that the balloon was deflated, it was found to be damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the top view of the catheter. Second photo sample zooms in on end of catheter with rupture balloon. Third and fourth photo sample shows inflation valve cap. Visual inspection: visual inspection noted irregular burst without missing pieces. Functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. The exact cause on how and when problem occurred could not be determined. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leak from the foley catheter balloon and when checked to see that the balloon was deflated, it was found to be damaged.